Event description:
The patient had been using a hospital loaned ms26 syringe driver for approximately 6 weeks. She then replaced the device for a new ms26 syringe driver she had purchased. The new syringe driver stopped working after approximately 4 days in use, the occurred when the syringe was changed. The patient changed the batteries, but this had no effect. The unit was returned to the hospital for investigation, but they were unable to restart the syringe driver. The patient still had the loan unit from the hospital, so went back to using the until the replacement syringe driver was received from smiths medical the hospital loan was then returned to the hospital. The replacement syringe driver worked for 7 days before it too stopped working during the night. The batteries were changed, but this had no effect; the patient manually administered the medication whilst she traveled to the hospital. The hospital were able to re-start the syringe driver and it was used overnight as the hospital no longer had a loan unit to offer. Smiths medical have organized for one of their loan units to be given to the patient. The patient was being treated in the home for asthma. The medication being delivered was turbutaline, no dilution. The delivery rate was 57mm per 24hr. Syringe type-bd plastipak 20ml. After the first syringe driver stoppage, smiths medical provided the hospital with a new replacement syringe driver on 08/28/06. Which allowed the patient to have automatic medication delivery. After the second incident, the hospital did not have a loan syringe driver available. The patient administered medication manually unitil she arrived at the hospital. A loan unit was then issued by smiths medical, when the 2nd syringe driver failed, which again allowed the patient to have automatic medication delivery. Patient suffered distress and breathing difficulty, but not permanently harmed by the incident. The patient is continuing to receive medication via the loaned ms26 syringe driver. No further problems have occurred with the loaned syringe driver.

Manufacturer narrative:
H3: code (device evaluation anticipated, but not yet started): devices received today and evaluation will be completed within the next 10 days. Follow up MDR will be submitted with evaluation results, method and conclusion.